Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The remb micro drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.